Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose level of 599 mg/dl. She corrected her blood glucose level with a manual injection. The insulin pump fell down on the floor. The infusion set had a bent cannula. The self-test and displacement test passed. The device was not returned.